Manufacturer narrative:
Updated: g2, h6. Corrected: h10. Additional device investigation results found that the forceps cover was missing ke-45 adhesive in places, exposing internal parts. A definitive root cause of the missing adhesive could not be determined, however, the issue was likely due to external force applied to the tip of the device. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that physical damage to the equipment prevented the foreign matter from being removed even after proper reprocessing. The foreign material was unable to be identified. The event can be prevented by following the instructions for use which state: "warning never perform angulation control forcibly or suddenly. Never forcefully pull, twist or rotate the angulated bending section. Patient injury, bleeding and/or perforation can result." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was received and evaluated . Evaluation noted the reported error code was unable to recreate, unable to be duplicated. The device was tested and passed without e24 error code in oer-elite processor, however, minimal debris in the jet tube of the elevator channel of the scope was observed. Furthermore, the device evaluation found missing forceps cover. Cut on a-rubber (pinhole) leaking, cracked a-rubber glue bending section) were noted. In addition, ultrasound image (um) inspection check found one echo signal missing. The control knob found with play up/down knob found loose. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported the scope exhibited an error code e24. According to the report, the customer experienced e24 error with the oer-elite (scope reprocessor unit). The device was found with an orange cord causing error code. Customer was advised to send in the device for repair of "kink" error while reprocessing. There was no patient involvement on this reported event. Issue found at reprocessing. No harm was reported. No user injury reported.